Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no video image during inspection for use for unspecified procedure involving an olympus flex deflectable videoscope. There was no patient injury reported.